Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was missing and scratches and cracks were found on lcd lens screen. Customer reported problem (red screen) could not be duplicated, however there was an system error in the device event history log to have happened one time. A reinstall software for preventive maintenance was performed. The root cause could not be identified. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a red screen on the device during a routine inspection. No patient injury was reported.